Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, when unpacking a microsensor, it was noted that there was moisture inside the packaging. Another sensor was used causing a 30 minute delay but no reported patient harm.

Manufacturer narrative:
The serial number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The packaging was visually inspected no signs of moisture were noted. A review of manufacturing records, including sterility records, found the device met specifications when released to stock. Based on the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.